Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the sticky main switch could not be determined. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, a sticky main switch was observed. The service repair technician assessed the condition and determined that the cause of the issue could not be established. There was no patient involvement.